Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted and listed for a status 2 heart transplant with outflow graft obstruction.

Manufacturer narrative:
This event was determined to be supplemental information to MFR # 2916596-2024-06316 and the investigation findings will be submitted under target MFR# 2916596-2024-06316. No further information was provided. The manufacturer is closing the file on this event.